Manufacturer narrative:
The account stated they replaced the cardio pulmonary resuscitation valve and the issue returned. Technician made a follow up call to the account and they stated they do not recall working on this bed at all. The account does not have any issue with the bed at this time and no follow up was requested.

Event description:
The account alleged the cardio pulmonary resuscitation did not function. No injury reported.